Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire coating was peeled off. The fully occluded target lesion was located in the calcified posterior tibial artery. A 200cm, 8cm v-18¿ control wire¿ was advanced with a 90cm non-bsc support catheter to the lesion. After several attempts, the physician decided to remove the v-18¿ control wire&#12000;however, a very tight feeling was encountered during removal of the device. After the device was removed, it was noted that the coating of the tip of the v-18¿ control wire¿ dropped off and was left inside the patient's body. Angiogram was performed and it was confirmed that the piece left inside the patient's body did not obstruct the blood flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage. The device has the polymer partially removed and one part taken out of the wire, the polymer was measured to be out of specification (1.85 inch). The guide wire overall length, od middle of the device, and od proximal section were measured to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the guide wire coating was peeled off. The fully occluded target lesion was located in the calcified posterior tibial artery. A 200cm, 8cm v-18 control wire was advanced with a 90cm non-bsc support catheter to the lesion. After several attempts, the physician decided to remove the v-18 control wire; however, a very tight feeling was encountered during removal of the device. After the device was removed, it was noted that the coating of the tip of the v-18 control wire dropped off and was left inside the patient's body. Angiogram was performed and it was confirmed that the piece left inside the patient's body did not obstruct the blood flow. No patient complications were reported and the patient's status was stable.